Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure was low. An intracardiac echocardiogram was performed and identified a pericardial effusion. The case was aborted under general anesthesia. Pericardiocentesis was performed for the effusion, the patient was admitted to the intensive care unit (ICU). The patient has recovered and was discharged. No further patient complications have been reported as a result of this event.